Event description:
It was reported that pump display had pixel issue that prevented customer from interacting with pump. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.